Event description:
Pt reported that device is occluding, but is not alarming/generating an error message. Pt statedt that they will discover that their blood glucose level is high (300-400 mg/dl), then when they go to deliver the bolus the device generates an occlusion error. Pt feels that device is occluding during basal delivery, but it is not appropriately alarming. Pt self trested high blood glucose by delivering corrective bolus. Pt switched to back-up device.